Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed communication error messages. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury associated with this event.